Event description:
Ninety-three days post index procedure, the patient was re-hospitalized due to a positive stress test and angiographic controls. There was 75% restenosis noted in the 2.75 x 28mm bx sonic stent and 67% restenosis noted in the 2.75 x 13mm that were originally implanted in the proximal circumflex. The patient underwent percutaneous transluminal coronary angioplasty of the proximal circumflex. The patient was admitted with stable angina in 2006. The patient had a totally occluded, abrupt, calcified lesion in the proximal circumflex. The lesion was approximately 10mm in length and the vessel was about 2.28mm in diameter. The lesion was pre-dilated with a 2.0 x 20mm balloon at 6atm then a 2.75 x 28mm and a 2.75 x 13mm bx sonic stent was implanted at 8atm, overlapping. The stents were post dilated and the residual percentage of stenosis was about 37% at the proximal edge of the stents. The patient's pre-procedure medications include aspirin, clopidogrel, statins, beta-blockers and ace inhibitors. The patient's intra-procedure medications include aspirin, clopidogrel, heparin and abciximab.

Manufacturer narrative:
This ous bx sonic coronary stent is distributed outside of the united states. However, it is similar to the united states bx sonic coronary stent. This is one of two product involved with this adverse event in which associated manufacturer report numbers are 9616099-2007-02414 and 9616099-2007-02415. Additional information will be submitted upon 30 days of receipt.